Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The hrm task did not grant motor power in reasonable time. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 5.2b. Retainer ring = black. On (B)(6) 2021 the customer alleged pump error 82 and "battery error". The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump history download on the event date. However there was (4) failed battery test alarm on the date of 09/10/2021. There was no pump error 82 noted during testing or on the event date. No pump error 82 or unexpected pump suspend/restart noted during bolus delivery. However there was (2) pump error 82 alarm noted on the date of 09/10/2021. Please see below for the failed battery test alarm and pump error 82 listed in the pump history file on 09/10/2021. 09/10/2021 09:09:54.000 alarmalertnotification faultnumber: failedbatttest (58) 09/10/2021 09:10:12.000 alarmalertnotification faultnumber: failedbatttest (58) 09/10/2021 09:10:28.000 alarmalertnotification faultnumber: failedbatttest (58) 09/10/2021 09:10:43.000 alarmalertnotification faultnumber: failedbatttest (58) 09/10/2021 09:09:18.000 alarmalertnotification faultnumber: motorpowerrequesttimeoutalarm (82) 09/10/2021 09:09:18.000 alarmalertnotification faultnumber: motorpowerrequesttimeoutalarm (82) the failed battery test alarms was expected due to the customer's low battery voltage. (The battery inserted on a battery change does not have sufficient voltage.) The test battery was removed and reinserted with no failed battery test alarm noted. The motor was tested outside of the pump and passed. The pump passed the functional testing. No unexpected failed battery test alarm/"battery error" noted. Pump error 82 confirmed in the pump history file, problem isolated to the electronic assembly.